Manufacturer narrative:
The customer provided the following additional more specific information: the date the event occurred was changed to (B)(6) 2010. The initial parathyroid hormone (pth, intact) result was 39.3 pg/ml and was reported outside the laboratory on (B)(6) 2010. A doctor questioned the result on (B)(6) 2011. He claimed the patient had not had surgical intervention, she only had a small does of vitamin d which should not suppress pth intact so drastically. The pth test was repeated on (B)(6) 2011 and recovered 1044 pg/ml and 1093 pg/ml. The patient was not harmed by the event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation found the initial pth testing occurred on (B)(6) 2010. A specific root cause could not be identified with the information provided for investigation. Based on the information provided, the initial pth result was generated without valid calibration and quality control being performed. In addition, the customer used a non-roche specified rack adapter. The patient was not adversely affected.

Event description:
The customer received an unexpected parathyroid hormone (pth, intact) result for one patient sample. The initial result was approximately 30 pg/ml and was reported outside the laboratory. The clinician questioned the result on (B)(6) 2011 because it did not compare with the patient's previous pth, intact result which was approximately 1200 pg/ml (date of testing was not provided). The sample, originally tested on (B)(6) 2010, was repeated twice on (B)(6) 2011 and recovered approximately 1000 pg/ml each time. The pth, intact reagent lot number was 156701. No adverse event has been alleged regarding the discrepancy.